Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis.

Manufacturer narrative:
Reported event: an event regarding fretting and infection involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review:a review of the provided medical records by a clinical consultant stated the following comment: this complaint represents a male patient, described as 185 cm tall and weighing 83.9 kg whose date of implantation is listed as (B)(6) 2008 and explantation (B)(6) 2019. The event description states: "... Right hip was revised due to trunnionosis...." On (B)(6) 2019 x-rays: ap pelvis, lat. Right hip - uncemented tha, reduced, nominal, skin staples in situ. On (B)(6) 2018 pre-revision clinic note: " ... Right tha in 2008 ... Pain several months ...right hip full rom with some discomfort with internal rotation ... X-ray right hip ... Some eccentric wear ... On the polyethylene ... Plan revision." On (B)(6) 2008 op report right tha for osteoarthritis. Ant-lat approach, uncomplicated surgery. On (B)(6) 2019 op report revision right tha - change head and liner. Post-op diagnosis: "trunnionosis" "black residue around the trunnion" changed to mdm with 28/0 ceramic head. Uncomplicated surgery. On (B)(6) 2019 post-op office visit: "doing fairly well" on (B)(6) 2019 office visit: "... Functioning well ... X-ray: good alignment ... No loosening or subsidence ..." No clinical or pmh, no dated serial x-rays or pre-revision studies to review, no examination of explanted components, no lab or surgical pathology reports. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall v40 - recall -2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis.